Manufacturer narrative:
Exemption number e2016032. (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿vena cava perforation". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). D4) catalog#: igtcfs-65-fem-celect-perm. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received two celect filters on (B)(6) 2012." According to short form complaint: "first and second filter was implanted on (B)(6) 2012" additional information received on 22sep2017: patient received two implants on (B)(6) 2012 via the right femoral vein due to pre-op bariatric surgery and history of pulmonary embolism. The first filter was mal-deployed, removal was unsuccessful so a second filter was deployed immediately below the first filter. The second/ lower filter was successfully retrieved on (B)(6) 2012. The first/ upper filter was retrieved on (B)(6) 2017 the filter was fractured and the patient retains pieces of the filter. Additional attempts tor remove the first/ upper filter are alleged. From the first/ upper filter the patient experienced vena cava perforation, organ perforation, tilt, embedded, fractured, migration, retained embolized ivc filter fragments, failed removal attempts ((B)(4)). From the second/lower filter the patient experienced vena cava perforation ((B)(4)). Patient outcome: it is alleged that [pt] was injured without further explanation.